Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found both the interface breakout printed circuit board (pcb) and the laser core module to be nonconforming. The company service representative confirmed system message (sm) [laser controller 12 volt power error. Laser functions will be disabled] in the event log. The company service representative could not determine if the primary fault was the laser core module or the breakout pcb. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming interface breakout printed circuit board (pcb) and the laser core module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported laser malfunction. The timing of the event and patient impact is unknown. Additional information has been requested but not received.